Event description:
It was reported that the device powers on and then shuts down. The device would not power on for use. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause of the malfunction to failure of the power pcb assembly. Physio replaced the power pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.